Manufacturer narrative:
The investigation into the pump stop issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Electrical testing revealed an issue with two out of three open motor cable lines. The cause of the pump stop issue was open electrical lines.

Event description:
The user facility reported an 82-year-old female (race unknown) noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The pump was at p2 for approximately 8 minutes to see if the patient could handle pump removal. Suddenly the automated impella controller (aic) alarmed "pump stop". Two attempts to restart the pump at p2 failed. White power cord removed and replaced and staff was still unable to restart the pump. Decision was made by doctor to remove the pump. Closure was successful and patient was stable.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.